Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.

Manufacturer narrative:
The sample is indicated as available for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
The patient was hospitalized due to infarct jaundice. During ptcd operation after gastric cancer operation, the guide wire was broken in the patient's body when the doctor sent the guide wire into the duodenum. The guide wire was removed by secondary operation. The product can't be used, replace it with a new one in time to complete the operation. The hospital has reported the incident to nmpa as an ae.